Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018. Customer¿s blood glucose was 402 mg/dl in the hospital. Customer had symptoms such as a cold, vomiting shortness of breath, nausea. Customer was treated that with insulin drip. Drive support cap was normal. Customer¿s current blood glucose level was 89 mg/dl. Insulin pump had motor error alarm. Customer was able to complete rewind. The customer was wearing the insulin pump within 48 hours of the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. No motor error alarm noted. The motor was tested outside of the device and passed. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).